Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies non-detachment, difficult or delayed separation of the web as potential complications associated with use of the device.

Event description:
As reported, operator states that web failed to detach and when tried to retrieve it back into the via microcatheter, it deployed inside the via instead. No harm caused. New web implanted.